Manufacturer narrative:
The device was returned to for repair. A visual inspection and functional test were performed. Did not notice any external damage. Unable to duplicate the acu watchdog failure or primary audible alarm post error at power up that was reported by the customer. The speaker was replaced. Performed pm maintenance and all functional testing. No causes or potential causes to the customer's reported problem were found during the DHR review.

Event description:
It was reported that a watchdog failure primary audible alarm was experienced. The issue occurred before the pump was on the patients. No patient was involved.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Good condition with no appearance of any physical damaged. Auxiliary control unit watchdog and primary audible alarm post was found in the event history log. Reported problem was unable to be duplicated during power-up test. The root cause of the reported issue was found to be a sympathy alarm in sympathizing the primary audible alarm post. Actions were taken to mitigate the reported issue: replaced speaker and performed maintenance. A corrective and preventative action has been opened to address the reported issue.